Event description:
In 2003, the pt reportedly hit their head on the implant site. The pt reportedly began to experience sound percept problems. External equipment was exchanged. However, the sound percept problem was not resovled. The pt was seen at the center for evalaution. Programming adjustments were made. The pt continued to experience intermittent sound percept problems. In 2004, the pt was seen by a co rep. Testing performed confirmed out of range impedance values on several electrodes. Programming adjustments were made. The pt continued to be monitored by the center. Seven days later the co was notified that the decision had been made to explant the pt's c1 device.